Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the terminal pin of this right atrial (ra) lead appeared to be moving when it was removed from the old device. The lead measurements were fine. The lead was then surgically abandoned and was replaced. No additional adverse patient effects were reported.